Event description:
It was reported that a pt was on the stretcher with a "slide board" below her. Reportedly, the foot end of the stretcher unexpectedly lowered and the pt slid off the stretcher and was injured. It was stated that they had 3 similar occurrences of the foot end of the stretcher lowering unexpectedly - either slowly or quickly. In all cases their biomed dept has been unable to duplicate the occurrence. No add'l serial numbers are available. It was stated that in the previous cases it could have been the same stretcher.

Manufacturer narrative:
MFR's investigation is still ongoing; when add'l info is received, a f/u report will be submitted.